Manufacturer narrative:
Retainer ring = black device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked/no delivery alarm during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics and motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. The force sensor offset measured within specification range during testing. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2020 the customer alleged was hospitalized for high bgs. Allegation to unexpected insulin flow block alarms noted. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected insulin flow blocked/no delivery alarm during testing. No delivery alarms was not noted in pump history on event date. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics and motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. The force sensor offset measured within spec range during testing (24.5mv). The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Unable to verify customer alleged for high bgs. Unexpected insulin flow blocked alarm/no delivery alarm not confirmed during testing or in pump history/trace files. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 1100 mg/dl and their current blood glucose level was 126 mg/dl. The customer was treated with an insulin drip. The customer experienced symptoms such as nausea. The insulin pump received an insulin flow blocked alarm and the event was resolved by infusion set change. The insulin pump will not be returned for analysis.